Event description:
It was reported that the programmer takes a long time to boot up. Follow up determined that once booted up it works just fine. The programmer was returned for service and to have software reloaded. The programmer was analyzed and tested out of specification. It was indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was no data corruption however a software reload was recommended to remedy the slow boot time. Analysis also found that a tab was broken off of the power cord bay, the hinge plate was missing screws, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board, and the audio loopback functional test was out of specification.